Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during the routine check, cardiosave intra-aoritc balloon pump (iabp) had automatic inflation was failed. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1 (contact office, contact person: mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer evaluated the device and found that the valve group was leaking gas, so the valve group was replaced. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.